Event description:
The patient has a history of chronic knee infections and multiple surgeries. A knee replacement with a hemovac was applied. Two days later the physician assistant (pa) attempted to remove the hemovac and had difficulty, so it was removed by the physician and no difficulties were noted. A piece of the drain was found in the infected prosthetic knee 2 months later during a follow-up surgery of the knee.